Event description:
It was reported that patient shows cystic formation around the tibial screw on MRI at a follow up appt.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.